Manufacturer narrative:
Findings: pump received with blank display due to corrosion on lcd board. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer's reported via phone call indicating that son insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer's stated that pump display stopped working and nothing on the screen. Customer stated that they change the battery but it still did not work. Customer was advised that we will replace the pump at patient request.